Manufacturer narrative:
The ge healthcare service representative performed a checkout of the system and confirmed the reported issue. A quotation for repair was issued but was not approved by the customer.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
During a service visit, the ge healthcare service representative noted the flow sensors were in need of replacement. There was no report of patient involvement.